Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unknown reason. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.